Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, high threshold with a possible fracture. The rv lead remains in use, and will be re-evaluated for revision at a later time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #analysis information -- (b)(60 2015, 20:51:25 cst pli# (B)(4); product ID# 6944-65 (B)(6) 2015, s2d, (B)(4): the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv pacing lead was rising. Analyst commented, rv pace lead impedance was 4080 in the week before (B)(6) 2014.

Event description:
It was further reported that the rv lead was capped and replaced.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d164awg, ICD, implanted: (B)(6) 2008. (B)(4).